Manufacturer narrative:
(B)(4) labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported via stelobot, that a skin reaction (infection) at the puncture site occurred. The biosensor was inserted into the arm on (B)(6) 2025. The arm was cleansed with alcohol prior to insertion. On (B)(6) 2025 the symptoms included a rash with pain, redness, inflammation, and an infection at the puncture site. He consulted a hcp on 09/23/2025 who prescribed an oral antibiotic (cephalexin, unknown dosage) which was started on 09/23/2025. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional event or customer information is available.